Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented with symptoms of syncope and convulsions. The right ventricular lead exhibited high thresholds. An insulation anomaly was noted at explant indicative to rib clavicle crush. The lead was replaced.

Manufacturer narrative:
Final analysis found that the outer coil was offset and all five filars were fractured at 32.0 cm from the connector pin, due to clavicular crush. An external abrasion was noted at 53.9 cm to 54.7 cm from the connector pin, the outer coil was exposed in the same area. The abrasion was due to friction with another device.